Event description:
It was reported that during a ptca treatment procedure, the maverick xl 4.5/20/150 mm balloon ruptured at 4 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the distal right coronary artery (rca). The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a launcher guide cahteter to cross the lesion. The procedure was successfully completed with this balloon. No pt injuries or complications were reported. Pt status is reported as 'fine.'